Event description:
It is alleged that when a person was on a unit in the home, the unit accelerated and ran into a person causing the person to fall and break their leg. 5 year old unit not currently available for inspection.